Event description:
The following has been reported: "tubing set problem in the ccu2 (critical care unit 2nd floor). No patient harm reported. Norepinephrine was infusing and nurse had troubleshot it a number of times to restart it. I recommended tubing change. Set 0013-01. Lot 3006753 of tubing. Confirmed that norepinephrine was not a premix bag. Spoke with nursing, this was reported by a super user, not witnessed first hand. The clinician reloaded the set, cleared alarmed. They continued to use the pump after it cleared. The history logs showed multiple alarms for this infusion and never changed the tubing set." An active infusion was delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
No sample or picture available for analysis. Potential root cause: the tubing set problem alarm usually happens when there is an issue with the administration set. The following administration set defects are potentially associated with this alarm: administration set resistor knob channel being clogged which will more commonly be seen at low flow rates such as 0.5 ml/hr. Lvp leak check failed prior to starting the flow test caused by the administration set having a leak (can be small and not seen by visual eye). The ipc seal has dirton the pump causing bad connection wit the admin set. The admin set not being inserted correctly. However, without the sample or pictures of the admin set, is not possible to determine exact cause of the reported alarm being replicated at customer site.